Manufacturer narrative:
H4: the lot was manufactured between december 01, 2022 ¿ december 05, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and a leak at the connection of the blue winged luer cap was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the junction of blue winged cap and distal luer-lock. This event was further described as, ¿leak at the blue joint¿. This occurred in the pharmacy before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.